Event description:
It was reported that pt that received an inappropriate episode for nonsustained lead noise. The episode revealed that is a functional loss of capture ap event had blanked out the vs event. The device then had a functional loss of capture vp, then vs shortly afterward. This short vp to vs caused the device to determine noise. The device remains implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.